Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had a colonoscopy on (B)(6) 2020 and has since had bowel issues. The patient has been having more bowel movement that usual. They have a bowel movement every time they ate, even if it is just candy. Amplitude was increased from 3.5 to 4.5 on program 7. The patient is going to try to get an appointment with their doctor to discuss issues.